Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017 during the titration phase, a peg-j tube was inserted. On (B)(6) 2017, the patient experienced a discharge on the peg-j tube area. The patient underwent a culture and a gastroenterology consultation was warranted. In (B)(6) 2017, the patient was treated with 1.5gm or intravenous ampicillin 4x1 day. On (B)(6) 2017, the patient was discharged from the hospital. In (B)(6) 2017, the discharge on the peg-j resolved.